Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 20670325/20764567.

Event description:
It was reported that the patient was having difficulty keeping the implantable pulse generator (ipg) charged. It was also noted that the lead had three contacts with high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively and the explanted device components were kept by the medical facility.